Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. During servicing, there was a flash failure while programming the flash memory. The cause of the inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash component u105 on the computer analog (ca) board sn (B)(4). The cause of the defective components is a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.